Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient experiencing a red, itchy irritation on her back under the electrodes. The patient stated that one spot had broken open and bled. The patient reported she was going to put neosporin on the irritation. Multiple attempts to follow-up with the patient were unsuccessful, so the final medical outcome of the irritation is unknown.